Event description:
A customer reported a malfunction on their insulin pump, but there was no adverse impact to their blood glucose level. Tandem technical support decided to replace the malfunctioning pump, as the malfunction code was not resettable. The customer was informed that they would receive a replacement pump with updated software and that they needed to return the faulty pump to tandem within ten days. The customer was also instructed to program their settings and connect their continuous glucose monitor to the new pump.